Event description:
Customer states in 2007 he had a blood glucose result of 271 mg/dl at 7 pm on the advantage system, comfort curve strip lot number 548308. Expiration date 03/31/06). The customer did not provide the location where the incident occurred. Customer had low blood symptoms with this result, and emergency medical technicians (emts) were called. Emts tested the customer's blood glucose 20-30 minutes later on their meter and the result was 23 mg/dl. Emts treated the customer with oral medication and his wife treated him with juice and a sandwhich. No quality controls used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.